Manufacturer narrative:
Product complaint #: (B)(4). Batch number: r5803y. Investigation summary: the analysis found that one ec60a device was returned was returned with no apparent damage with no cartridge reload present. In addition, the knife was noted to be partially advanced into the anvil. No functional test was performed due to condition of the device. While no conclusion could be reached as to how the knife was partially advanced, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the laparoscopic left extrahepatic lobectomy, could not fire father after fired 30mm. Another device was used to complete the surgery. There were no adverse consequences to the patient.